Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported that it was unknown if the patient fully recovered from the infection with no further injury. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the incision site was not healing properly and continued to weep. The patient was going to undergo exploratory surgery at the scs/lead incision site. The exploratory surgery was to determine why the site of lower incision from the scs implant wouldn't heal completely and continued to weep. Additional information was received. The rep said the complete system was pulled due to an infection. No further complications were reported.